Manufacturer narrative:
The h10 analysis conclusion should have been: the lead was returned without a reported event. As received, a partial lead was returned in three pieces, measuring 13.5 cm, 6.1 cm, and 46.1 cm. Visual inspection of the lead found internal insulation abrasions breaching the ring electrode cable lumen at 11.0 to 14.7 cm and at 19.0 to 20.5 cm from the distal tip. There was another internal insulation abrasion found breaching the right ventricular cable lumen at 8.1 to 8.6 cm, 12.2 to 13.9 cm, and 19.0 to 19.7 cm from the distal tip. The etfe cable coating was not abraded in these locations. Internal insulation abrasion was noted breaching the super vena cava cable lumen at 31.6 to 32.1 cm from the distal tip. The etfe cable coating was not abraded in this location. Further analysis found an external insulation abrasion breaching the right ventricular cable lumen at 41.6 to 41.7 cm from the distal tip. The etfe cable coating was not abraded in this location. The cause of the external insulation abrasion is consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The lead was returned without a reported event. As received, a partial lead was returned in three pieces. Visual inspection of the lead found internal insulation abrasions breaching the ring electrode and right ventricular cable lumens in between the shock coils. The etfe cable coating was not abraded in these locations. Internal insulation abrasion was noted breaching super vena cava cable lumen in between the suture sleeve tie impression and the super vena cava shock coil. The etfe cable coating was not abraded in this location. Further analysis found an external insulation abrasion breaching the right ventricular cable lumen proximal the suture sleeve tie impression. The etfe cable coating was not abraded in this location. The cause of the external insulation abrasion is consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.